Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported by the advanced evaluation patient that on program 1, they were having retention, frequency, and pelvic pain.  The patient reported that program 2 caused them constipation and now on program 3 they were still having retention, frequency, and pelvic pain. On (B)(6) 2021, the patient stated that they were being treated off-label for pelvic pain and that the therapy had not yet helped their pelvic pain.  No further complications were reported at this time.